Manufacturer narrative:
Investigation summary: the customer issued a complaint for clogged needle detected during customer usage. As no sample was provided to bdm-ps for analysis and no additional information is available, the 8d team leader is not able to delve deeper into the investigation and correlate this symptom with a potential cause linked to bdm-ps syringe manufacturing process. However, based on the description bd assigned a quality criteria that is identified in the agreed specification. After reviewing the occurrence is within the specification and no further action will be assigned and report will not be updated on receipt of additional sample information. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications.

Event description:
It was reported that hypoint ndl22ga1-1/2in tw needle was clogged. The following information was provided by the initial reporter: we inform you that we have received a new complaint for a needle quality problem (¿when he went to prepare the medication for use, he reported that the syringe did not pull or inject the liquid to make the mixture¿).